Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the physician installed the mbl [multi-band ligator] onto the endoscope, advanced the device into the lower esophagus near the cardia and then conducted the ligation procedure. The first two (2) bands released successfully but the third band could not be released after pulling the trigger. The physician applied force to rotate the trigger but still could not release the band. The physician noted that the endoscope channel was bent [contorted]. The endoscope was retracted and found that the transparent cap could not be removed from the trigger cord. The cord was cut to remove the cap however they still could not pull the trigger cord from the endoscope. The physician removed the trigger cord with force and changed to a similar competitors device [boston scientific] to complete the procedure. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The complaint could not be confirmed from the pictures received. Two photos were provided with the report. The lot number and product rpn were visible in the phots provided. One of the photos shows the trigger cord and handle of the device. No additional details can be determined from the photos received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. Only the trigger cord and the two-way handle were returned in the box with no tray inside. The loading catheter, irrigation adapter, and barrel were not included in the return. Two photos were also provided by the user with this report. The complaint could not be confirmed from the photos received. The lot number and product rpn were visible in the photos and match the report. The label in the photo matches the product reported. One of the photos shows the trigger cord and handle of the device. No additional details can be determined from the photos received. Our laboratory investigation of the product said to be involved confirmed the report, the trigger cord had sustained damage and was missing several deployment beads. One leg of the trigger cord had no beads remaining on it and the other leg had only 4 of the 6 beads remaining on it. The bead locations were checked using bead inspection plate. Beads 1 and 2 were in the correct location. Bead 3 was not in the correct position and beads 4 and 5 were missing. There was a bead remaining in the bead 6 location. The remaining beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and found to be within the established tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device found the trigger cord had been damaged and was missing beads. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the additional information received indicates that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. The most likely cause of the reported issue is due to the user using a side viewing scope for the procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user used a side view scope for this procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved were not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The complaint could not be confirmed from the pictures received. Two photos were provided with the report. The lot number and product rpn were visible in the photos provided. One of the photos shows the trigger cord and handle of the device. No additional details can be determined from the photos received. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the additional information received indicates that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. The most likely cause of the reported issue is due to the user using a side viewing scope for the procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user used a side view scope for this procedure, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.